Event description:
IV bag 1000 ml with ropivacaine. Pump tubing was pre attached to bag, hooked up to pt at ambulatory surgical center, connection broke away from bag causing total loss of solution. Ropivacaine was infusing into muscle not into a vein.